Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked display window at bottom right corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported that one of the buttons of the insulin pump was unresponsive. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.